Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6a., d.6b., h.6.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and valve leak and/or damage: observed, an opening assessed as cracked valve seat diaphragm valve and delamination of diaphragm valve assessed as adhesive failure. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced.